Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and based on the information provided, the cause for the entrapment of device with the anatomy cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 mixed tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, a triclip was successfully implanted. During deployment sequence of second triclip, the clip got entangled with chordae. Troubleshooting was performed and was unsuccessful. As a result, the clip was deployed on the leaflets along with some chordae. The tr was reduced to grade <1 post procedure. There was no clinically significant delay.